Event description:
It was reported that the cathteter broke. A renegade hi-flo kit was selected for use. During preparation, the catheter broke before going inside the patient's body. The procedure was completed with a different device. No patient complications were reported and no harm was done to the patient.